Event description:
This incident did not involve improper use of the hoyer. Resident was sitting in her w/c in her room. Cna attached the straps (hoyer) to the hoyer padding to prepare for transfer. The hoyer was being moved closer to the w/c and the rod of the hoyer hit the resident in the right eye. She leaned forward at the same time the hoyer was moved. Eye appeared to have a laceration. Dr. Notified, resident transported to emergency room at the hospital. Dx right corneal laceration. Surgery was done to repair the laceration and remove implant (rt. Vitrectomy). This incident occured on 3/10/92 and surgery also on 3/10/92. The hoyer straps and rod are not attached until the lic. Nurse is in attendance. Nowdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data. Conclusion: device failed during assembly. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.